Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation using the programmer the surface electrocardiograms (ECG) were observed to be noisy. It was noted that in an effort to resolve the issue the patient's medical alert pendant was removed and the programmer was plugged out and plugged back in again. It was further reported that an error message was displayed. This error was noted in further troubleshooting when the programmer was turned off after saving reports and unplugging the alternating current (ac) power supply. Upon re-starting the programmer it was noted to function normally. Technical services provided relevant information to assist the customer. No patient complications have been reported as a result of this event.